Event description:
Patient reported obtaining back-to-back blood glucose results of 115 mg/dl and 255 mg/dl on the compact plus system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. A level-one quality control test was performed on the compact plus system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.